Manufacturer narrative:
Device analysis report attached. This report is submitted on november 17, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV and oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.